Manufacturer narrative:
(B)(4). Date sent: 7/4/2023 d4: batch # 255c96 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. During the visual inspection, the knife indicator was not returned completely due to tissues and staples in the jaw. After being rinsed in the jaw, the knife was returned to its home position. No damages were found in the internal component in appearance. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. Slide the knife reverse switch forward to return the knife to the home position. The event described of would not reverse button force and would not reverse knife automatic could not be confirmed as the knife reverse button worked properly during testing. The device opened and closed without any difficulties noted and the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 255c96, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy, the jaws did not open after 3rd firing. Knife reverse switch did not function. Manual override lever was used to release. The cartridge color was blue. Another device was used to complete the case. There is a possibility that the additional suture was performed. However, there were no adverse consequences to the patient. No further information is available.